Manufacturer narrative:
Date of event is estimated. Patient weight is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experienced ineffective stimulation. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that the patients scs system was explanted on (B)(6) 2021.